Event description:
It was reported that it was noted on the scope screen that the tip of the autotome rx sphincterotome appeared to be split when it exited from the scope. The procedure was completed with another autotome rx sphincterotome. There were no reported clinical consequences to the patient.

Manufacturer narrative:
.